Event description:
It was reported that the catheter became stuck on the guidewire. A jetstream? Xc was selected for use to treat claudication in the superficial femoral artery (sfa). During use of the jetstream, the catheter became stuck on the unknown guidewire. As a result, the catheter and guidewire were removed from the patient as one device. Outside of the patient, the guidewire and catheter were able to be separated, and there was no visible damage to either device. There were no patient complications as a result of this event.